Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device appears to be related to procedural condition. The reported poor image resolution was due to the patient anatomy. The reported patient effect of foreign body in patient was due to the entrapment. Foreign body in patient is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip caught on chordae and foreign body. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery catheter (cds) was advanced to the mitral valve and during positioning of the clip, the cds was moved inadvertently and the clip got stuck in chordae. Troubleshooting was performed in an attempt to free the clip, but was unsuccessful; therefore, the decision was made to deploy the clip in place as it was attached to the anterior leaflet and chordae. A second clip was deployed which resulted in stabilization of the first clip, reducing mr to 2+. There was very poor image quality during the procedure due to the patient anatomy. No additional information was provided.